Event description:
It was reported that the patient had been admitted for hf management and subsequently vf arrested while on telemetry. Device failed to convert with first shock, and was unable to deliver or charge after. Patient received CPR and was externally defibrillated. Upon device interrogation, an alert was received for possible output circuit damage. High voltage lead impedance measurements was low. At device explant, externalized conductors were noted. Lead was capped and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported output anomaly was confirmed. The alerts for possible output circuit damage and low high-voltage lead impedance were verified upon interrogation. Analysis identified damage to the device's high voltage output circuitry, consistent with a lead anomaly. Additional testing on the low voltage pacing circuitry was performed. All low voltage device functions tested normal. No other anomaly was found.